Event description:
Attorney reported: 2005- patient underwent a hernia repair procedure, during which a composix kugel mesh was implanted. Patient suffered severe abdominal pain, which was associated with abdominal distention and abdominal tenderness. In 2007- patient underwent a procedure to explant the mesh. Physicians determined that the patient "had an adverse reaction to the previously placed mesh, which was causing her chronic pain".

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.